Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "during the surgery for radial nail removal, screwdriver blade broke, as the bone quality was too hard. The other drill was used and the procedure completed without problem."